Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd has not been provided with photos or samples for catalog 304000, lot 171108 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. The leakage issue could probably be because of a defective luer dimensions or any damage in the syringe tip, but it could be also related with the handling of the product as some insufficient adjustment between of the devices by the end user. Bd is certain that the probability of having some damaged needle causing leaks in our product is very low based on the preventive measures, absence of complaints of other customers and our stringent inspection sampling. No corrective actions are required at this time. Investigation conclusion: since bd was unable to duplicate or reproduce your indicated failure mode because no sample or photos were available and review of DHR show no abnormalities during needles manufacturing, a definitive root cause related needle manufacturing process is not possible to determine, at this time. Root cause description: not possible to determine. Rationale: since complaint is not possible to confirm and no issues were found in DHR, it was determined that no corrective actions are required at this time.

Event description:
It was reported that an unspecified number of needle 30ga 1/2in experienced leakage prior to use. The following information was provided by the initial reporter: complainant cannot fit the needle on the syringe and when is going to make the application loses all the product.